Event description:
Dexcom g6 sensor inaccuracy: 4:59pm g6 reading 94, finger stick reading is 120. That is a mard of 21.7%. Replaced this "profanity" sensor. New sensor- 9:33pm g6 reading 87, finger stick reading is 44. That is a mard of 97.7%! Which is outside the allowed 20% range.